Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was ventricularly pacing, there was no capture reviewed on a merlin.net transmission. The patient was asymptomatic. Programming changes were recommended. The patient was fine.